Event description:
It was reported to philips that the system froze. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue occurred during unknown procedure. The procedural outcome is unknown. A philips remote service engineer (rse) received a complaint indicating that system was frozen. The customer created the quote in error, as the issue is resolved in a new case. They declined the service, requested cancellation, and do not want to incur charges. No work performs by philips. The codes were updated based on the investigation outcome.